Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels and was transported by ambulance to the emergency room (ER) on (B)(6) 2025 with a blood glucose (bg) level of 540 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended, additionally the customer was using off label insulin (fiasp) within the pump supplies.